Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system needle was blocked during use when attempting to administer "qh8 antibiotic" to a patient having gone through a cesarean section surgery. A new needle was opened to replace the first, but was found to have pierced through the protective shield, requiring yet another needle to be opened. The following information was provided by the initial reporter, translated from (B)(6) to english: "the patient was admitted to hospital on (B)(6) 2019 at 10:41 due to menopause. Cesarean section was performed at 13:30 on (B)(6). To prevent infection after surgery, enter antibiotics in q8h. At 09:00 on (B)(6), the nurse used a closed venous indwelling needle to enter the q8h antibiotic for the patient and found that the indwelling needle was blocked. The nurse is immediately deactivated. Replace the brand new intravenous indwelling needle. When the indwelling needle is opened according to the normal procedure, it is found that the needle has passed through the protective sleeve. Re-replace another set of new intravenous venous indwelling needles for patient puncture. After the examination, the puncture will be carried out smoothly, and the patient will continue to receive infusion therapy, register and report to the head nurse. In this incident, the patient's treatment time is prolonged, and medical resources are repeatedly wasted; if not found in time, it may lead to aggravation of the condition, and the treatment is expected to be ineffective."

Manufacturer narrative:
Investigation summary: the customer facility did not provide a photo or sample to aid in our quality engineer¿s investigation. With the lack of a sample, bd was unable to observe the failure mode. Five retained samples were flow tested, and all samples passed the test. Master production records were reviewed for the lot number and no non-conformances were noted during the manufacturing of this lot. Our records indicate that the reviewed batch record passed all the in-process inspection. Only this complaint has been received for the reported defect and lot number. Bd will continue to track and trend for this failure mode. A possible root cause could not be determined at this time.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system needle was blocked during use when attempting to administer "qh8 antibiotic" to a patient having gone through a cesarean section surgery. A new needle was opened to replace the first, but was found to have pierced through the protective shield, requiring yet another needle to be opened. The following information was provided by the initial reporter, translated from chinese to english: "the patient was admitted to hospital on the (B)(6) 2019 at 10:41 due to menopause. Cesarean section was performed at 13:30 on (B)(6) 2019. To prevent infection after surgery, enter antibiotics in q8h. At 09:00 on (B)(6) 2019, the nurse used a closed venous indwelling needle to enter the q8h antibiotic for the patient and found that the indwelling needle was blocked. The nurse is immediately deactivated. Replace the brand new intravenous indwelling needle. When the indwelling needle is opened according to the normal procedure, it is found that the needle has passed through the protective sleeve. Re-replace another set of new intravenous venous indwelling needles for patient puncture. After the examination, the puncture will be carried out smoothly, and the patient will continue to receive infusion therapy, register and report to the head nurse. In this incident, the patient's treatment time is prolonged, and medical resources are repeatedly wasted; if not found in time, it may lead to aggravation of the condition, and the treatment is expected to be ineffective."